Event description:
Procedure: thyroidectomy. According to the report: the clip fired sideways and fell out of the jaws into the pt's cavity, and as the squeeze was completed, it cut the vessel. Clip was retrieved from the cavity. Pressure was used to stop bleeding, and another clip was applied. No delay in or time.

Manufacturer narrative:
Date initial report sent: 9/25/2009.